Event description:
It was reported that a system failure error was experienced.

Manufacturer narrative:
Other, other text: device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and battery not working was recorded in history related to reported problem. During analysis, the reported issue was able to be duplicated. Customer replaced the main pcb for the device. With the v5.0.0 main pcb (applicable only for the 3500 medfusion device) in the 4000 medfusion device, the main pcb will not recognize the battery of the 4000 medfusion which is causing the battery not working error. Service loaded the main pcb software by using the power point process per technical service manual (page 75). Performed pm maintenance and all functional testing.